Event description:
Kangaroo pump bags would not properly snap into pump so the feeds would not pump through. Tried 4 different pumps all with the same issue. Changed the bags multiple times and finally found a bag that would seat in the pump correctly and deliver the feed. Manufacturer response for epump kangaroo bag 1000ml, (per site reporter): local rep picked up product and will provide feedback.